Manufacturer narrative:
Date of event: unknown. The date received by manufacturer has been used for this field. Medical device expiration date: unknown. A device evaluation and/or device history review is anticipated, but is not complete. Upon completion, a supplemental report will be filed. Device manufacture date: unknown.

Event description:
It was reported that as lvp 20d dehp 3ss cv tubing had a bubble in it causing it to expand. The following information was provided by the initial reporter: material no: 2426-0500, batch(lot) no: unknown. It was reported that there was a bubble in the tubing. It was brought to my attention this week that a primary tubing set has a decent size bubble on the tubing and filled up with fluid cause it to expand. The nurse could not drain the bubble. The nurse then put a new set of primary tubing in the machine and the new primary tubing was working fine. As far as I know at this time the patient was not hurt or injured in any way. But can we look into this issue and see what could have caused the tubing to do this to the tubing? I don't feel that it was or machine that would have made it do that but I am unsure at this time.

Event description:
It was reported that as lvp 20d dehp 3ss cv tubing had a bubble in it causing it to expand. The following information was provided by the initial reporter: material no: 2426-0500 batch(lot) no: unknown it was reported that there was a bubble in the tubing. It was brought to my attention this week that a primary tubing set has a decent size bubble on the tubing and filled up with fluid cause it to expand. The nurse could not drain the bubble. The nurse then put a new set of primary tubing in the machine and the new primary tubing was working fine. As far as I know at this time the patient was not hurt or injured in any way. But can we look into this issue and see what could have caused the tubing to do this to the tubing? I don¿t feel that it was or machine that would have made it do that but I am unsure at this time.

Manufacturer narrative:
It was reported that there was a bubble in the tubing. Received from the customer is one used primary set model 2426-0500 lot unknown. Attached to the set's drip chamber spike is a 1000ml baxter bag, lot number: y339254, exp: oct21, lactated ringer's injection. The set was visually inspected for kinks, incomplete bonding engagements, holes/tears in the tubing or damages to the components. Visual inspection confirmed a balloon in the silicone tubing pump segment (p/n 12088541) near the upper fitment (p/n tc10008721). No other anomalies or evidence of damage were observed upon initial visual inspection. The silicone tubing segment was cut and inspected under magnification; the walls were found to be concentric. Functional testing of previous complaints with the failure mode of ¿balloon/bulge in silicone tubing segment¿ was performed by placing the infusion set in an alaris pump module and closing the door, programming/running the infusion, pausing the infusion, and then injecting an IV push fluid bolus through a distal y-site of the infusion set. Testing included injecting an IV push bolus after clamping the tubing (below the pump segment but above the IV push site per the dfu) and injecting the IV push bolus without clamping the tubing. Ballooning was not replicated in any clamped testing but has been replicated in unclamped testing when the tubing had been visually observed to be compromised (from previous ballooning). Due to the high number of previously investigated complaints for this same failure mode exhibiting the same visual observations and functional testing results of ballooning caused by excess pressure within the silicone tubing segment when the tubing is not clamped per the dfu instructions, further functional testing of events reported for balloon/bulge in the silicone tubing segment is not required. This rationale is supported by instruction dir #10000360030_02 1503-001-000-swi-mms (v. 02) cad complaint failure investigation that states that the complaint failure investigation is not required if the investigation on the reported event has been previously performed and is supported by the technical customer advocacy manager. Equipment used during testing on 21sep2020: calipers eq02784 19-dec-20 optical ram-cnc eq 08204 5-feb-21 device history record for model 2426-0500 could not be performed due to no lot number being provided by customer. The customer¿s report that a bubble formed in the tubing was confirmed by visual inspection of the as-received sample. Previously investigated complaints for this same failure mode determined that the ballooning is caused by excess pressure within the silicone tubing segment. The root cause for the source of the excessive pressure is unknown.